Manufacturer narrative:
Upon re-assessment of the complaint, it was determined to be not reportable as the product was designed and manufactured as intended. The device functions as intended. The reported event was related to a misunderstanding of the surgeon.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the taper for the custom shell was actually designed for a standard baseplate. Surgeon was unhappy with the situation and ended up having to remove the baseplate and re ¿prepare and insert a standard one. The custom implant was still able to be implanted into the patient since the baseplate was switched out. Attempts have been made and additional information on the reported event is unavailable at this time.